Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert 38 occurred on an ilet pump, verified in device history, and recurred after a guided restart; the user was instructed to replace the ilet and use back-up therapy, and the cgm later read high with the patient administering a subcutaneous insulin injection. Symptoms included hyperglycemia with a reported glucose level over 400 mg/dl. Outcomes included the need for medical intervention by the patient using back-up insulin, device replacement, and interruption of automated insulin delivery. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.